Event description:
It was reported that an antegrade puncture was done on the common femoral artery for the dilation of the popliteral artery. A 6fr angio-seal was successfully deployed. Twelve days later, the pt had a diffuse hematoma on the puncture site. A duplex was performed. Three weeks later, the pt came to the hospital with an inr of less than 7. The pt was bleeding between the muscles of the thigh and blood transfusion was adminitered. Reportedly, the pt is doing well.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. A cd rom CT angiography of the aorta, bilateral iliac, femoral, superficial femoral, profunda femoris, and popliteal arteries were visualized. CT abdomen and pelvis scans were also present. A soft tissue density was present on the CT abdomen and pelvis images at the level of the right femoral head extending down the right leg. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.